Manufacturer narrative:
The employee noticed a pan handle sticking out of the door and tried to reposition the pan as the door was closing. The door closed as she was still trying to maneuver the pan to an appropriate position, and caused a pinch point. A steris field service technician arrived onsite, inspected the unit, and was unable to identify any issues with the unit. There was no malfunction identified with the reliance genfore washer. The technician also confirmed that a pinch point warning sticker was present and visible on the unit. Due to the reported event, the technician reset the door, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service. Section 1 of the operating manual for the reliance genfore washer states, "risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." The steris account manager has made multiple attempts to contact the user facility regarding in-service training, however the facility has not responded.

Event description:
The user facility reported an employee sustained a hand injury while attempting to close the door on the reliance genfore washer. No medical treatment was sought or administered.